Event description:
It was reported there was failure to deliver medication with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "I am writing to complain about your bd needles nano ultrafine 4mm x 32g, that are packaged 100/box. I have type 2 diabetes and use these twice a day. I have been very dissatisfied for over a year now. Each purchase I make, I have a least 5 in the box that will not work. However, this month, there have been 12, so far, that will not work. I am a senior citizen on a very fixed income and the more that do not work, the more it costs me. This month, the lot# is 8282508 with an expiration date of 10/31/2023. I am very dissatisfied with your product and will seek another avenue to purchase needles. Apparently you do not have a quality control department that is doing their job. I feel certain I am not the only customer to have similar complaints." 12 occurrences were reported the dates and times were not given.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was failure to deliver medication with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "I am writing to complain about your bd needles nano ultrafine 4mm x 32g, that are packaged 100/box. I have type 2 diabetes and use these twice a day. I have been very dissatisfied for over a year now. Each purchase I make, I have a least 5 in the box that will not work. However, this month, there have been 12, so far, that will not work. I am a senior citizen on a very fixed income and the more that do not work, the more it costs me. This month, the lot# is 8282508 with an expiration date of 10/31/23. I am very dissatisfied with your product and will seek another avenue to purchase needles. Apparently you do not have a quality control department that is doing their job. I feel certain I am not the only customer to have similar complaints." 12 occurrences were reported the dates and times were not given.